Event description:
The manufacturer received information alleging ventilator service required alarm occurred during an operational check of a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was evaluated at the manufacturer service center for this issue. During the evaluation it was noted that an error code, oxygen blending module accuracy urgent service (e-0344), was observed in the device's error log. The manufacturer service technician evaluated and determined the flow sensor inside the obm was detected. The manufacturer service technician performed the flow sensor verification was performed on the device, but it failed. The manufacturer service technician evaluated the device and determined the oxygen blender printed circuit assembly (pca) board had caused the error code to occur and test step to fail on the device. The manufacturer service technician performed the oxygen blending module (obm) air flow verification test step and it failed on the device. The manufacturer service technician evaluated and determined the sensor pca board had caused the obm air flow verification test step to fail on this device. In conclusion, the device's oxygen blender pca board was replaced to address the error code (e-0344) and flow sensor verification test step issues, and the sensor pca board to address the obm air flow verification test step issue. The root cause is confirmed at this time.